Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. As reported, surgeon showed x-rays of a 66 years old female patient, where it showed that the patient had an instability issue and need to be revised to a constrained insert. Surgeon removed a size 3 femur ps and a size 3/10 mm ps insert and revising to a size 3 condylar constrained femur with a 18x120 stem and size 3/11mm condylar constrained insert. There was no breakage to the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint. Upon review of all available information, there is no evidence to suggest that a design or manufacturing issue caused or contributed to this event. The reported revision was likely the result of underlying patient factors, which led to instability of the joint.

Event description:
As reported, surgeon showed x-rays of a (B)(6) female patient, where it showed that the patient had an instability issue and need to be revised to a constrained insert. Surgeon removed a size 3 femur ps and a size 3/10 mm ps insert and revising to a size 3 condylar constrained femur with a 18x120 stem and size 3/11mm condylar constrained insert. There was no breakage to the device. There was no surgical delay/prolongation. Patient was last known to be in stable condition following the event. The device will be return.

Manufacturer narrative:
Concomitant medical products: truliant ps cem fem ps cem right sz 3 (cat# 02-020-11-0330 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.